Event description:
It was reported that the right ventricular (rv) lead dislodged during replacement of the left ventricular (lv) lead. The rv lead was explanted and replaced. The patient was a participant in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4471 competitor implantable pacing lead 2012 (B)(6); 0181 competitor implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was later discovered that the right ventricular (rv) lead was replaced prophylactically due to a system upgrade.